Manufacturer narrative:
The investigation into the patient's limb ischemia has been completed. Product was not returned for investigation. Per the clinical review, the root cause of the limb ischemia issue was patient condition related to small vessel since limb ischemia was resolved after placing distal perfusion cannula.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The us complainant had implanted an impella cp via the right femoral artery for support of a patient admitted for a valve replacement. The day of insertion the leg lost pulses. A perfusion catheter was placed to treat the condition. The pump remained on for 3 days and was weaned off.